Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. An usm was tested on an in-house system in normal mode where it confirmed and replicated error 32097. An usm was tested on the patient side cart (psc) fixture test platform (pftp) where it failed fiber test on the parallelogram and rolling loop. A gold parallelogram was installed, and the parallelogram passed. A gold rolling loop fiber was then installed alongside the gold parallelogram, and the usm passed fiber test. The original parallelogram and rolling loop were re-installed, and the error came back. The parallelogram and rolling loop will be replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Isi fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, the customer reported that the system has had several recoverable faults. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and found repeated 3097 for arm 4 and noted the errors from the week prior. The customer was continuing the case with the universal surgical manipulator 1-3 (usm) and not using the usm 4. The procedure was completed as planned with no reported injury.